Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited one inappropriate shock due to t wave oversensing and low amplitudes. The smart pass features still remains on. Technical services discussed possible causes and provided troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported.